Manufacturer narrative:
The lead was kept by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) exhibited loss of capture. X-ray was done and confirmed that the lead got dislodged. This ra lead was explanted. No additional adverse patient effects were reported.